Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead was failing to sense and was fractured. The ra lead was capped on (B)(6) 2021. The patient was stable.